Event description:
The user facility reports, incident in which the monitor line port broke off from the top of the arterial chamber cap. Due to potential for contamination, the pt's blood was not returned resulting in ebl between 100-200 cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded at the time of the event. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.